Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about a year ago ins flipped in the pocket. Patient reported they didn't have time to get ins fixed right away. Records showed ins was replaced on (B)(6) 2020.